Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "oncology patient with outpatient chemotherapy treatment who attends an appointment for healing and maintenance of the vad bilumen PICC catheter in msi which is covered with gauze, transparent dressing and fixiomull when inspecting the device and removing the gauze from the lumens, the white proximal lumen is observed to be separated from the base of the catheter. The catheter is removed from the patient due to its dysfunction. The patient had to be re-punctured due to the quality of the catheter. There was no medical intervention. The patient's condition is currently good. The catheter was replaced by another one in good condition. Nothing on the skin."

Event description:
It was reported that: "oncology patient with outpatient chemotherapy treatment who attends an appointment for healing and maintenance of the vad bilumen PICC catheter in msi which is covered with gauze, transparent dressing and fixiomull when inspecting the device and removing the gauze from the lumens, the white proximal lumen is observed to be separated from the base of the catheter. The catheter is removed from the patient due to its dysfunction. The patient had to be re-punctured due to the quality of the catheter. There was no medical intervention. The patient's condition is currently good. The catheter was replaced by another one in good condition. Nothing on the skin."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis of the photo revealed that the proximal extension line had separated from the juncture hub while in use. The complaint of extension line separation was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage." The customer report of extension line/juncture hub separation was confirmed by visual inspection of the customer supplied photo. The image shows a catheter with a torn extension line directly adjacent to the juncture hub, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.